Event description:
It was observed during the device inspection, the uretero-reno videoscope image guide (ig) hose resin part fell off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 component code 3072 - hose should reflect 3194 - adhesive. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the device inspection results pointed out that the phenomenon might have occurred due to a handling mistake of the facility. The event can be prevented by following the instructions for use which state: the instruction manual describes the following. Physical damage might be prevented by following these descriptions. - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.